Event description:
The pt presented to the hospital because of inappropriate shocks. The device was explanted due to noise on both channels. The pt got inappropriate shocks due ot the noise only when in supine position. A setscrew problem was observed during explant. The pt remained in the hospital overnight. The pt is now in good condition after getting a new device.